Event description:
There have been three different cases involving pts receiving medication infusions at an impaired / incorrect rate with the use of the baxter brand filter. This possible device error has potentially affected pts' clinical course in the hosp. In the first case, an investigational drug infusion took two hrs longer than it should have, and the volume of drug infused was incorrect. Though there was no known adverse effect experienced by the pt, this improper infusion did impact the pt receiving the investigational drug. The three cases involved different medications, pumps, and staff, but all three of these causes used the baxter filter, so there's a concern that the filter is causing infusion flow problems. There was one other case that did not involved a pt, where 100 ml normal saline was put into an empty piggyback and the IV pump was programmed to run at a rate of 100 ml /h. After one hour, the pump indicated that 100 ml had been infused, but 20 ml remained in the bag in addition to the line volume. Ref mw5090868, mw5090870. FDA safety report ID# (B)(4).